Manufacturer narrative:
04jun2024 final report: philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system is populating error messages "no flouro flavor loaded. Anode error". Review of the log files shows the no malfunction of ¿anode error¿. Upon troubleshooting fse found roco had an internal error. To resolve the issue, fse replaced the roco valera replacement kit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced error messages of ¿no flouro, flavor loaded. Anode error.¿ the system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.